Manufacturer narrative:
User was driving on an uneven surface when the user fell out of his chair. The consumer alleges he has lost screws and bolts off of the chair. The chair has been in service for over a year. Device maintenance history is unk. Nature of complaint suggests hardware was permitted to loosen and fall out. Current user guide covers this area. MDR filed based on alleged unconfirmed malfunction.

Event description:
The chair has allegedly lost screws and bolts. While driving on uneven surfaces, the consumer allegedly fell out of the chair and scraped his hands and legs. No serious injury is alleged.